Event description:
It was reported that the customer was admitted to the emergency room due to experiencing a "high" blood glucose (bg) level of approximately 700 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the emergency room 11 hours later with no permanent damage. Tandem technical support performed a pump system check and verified the pump functioned as intended.